Manufacturer narrative:
Per review it was determined that the original lot number reported was not a valid avanos lot number. A review of the device history record is not possible as a valid lot number was not provided. A photo of the device was provided by the customer; however, no root cause could be determined. All information reasonably known as of 18 dec 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). A review of the device history record is in-progress. The actual complaint product was not returned for evaluation. A photo of the device was provided by the customer. All information reasonably known as of 19 nov 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that a crack caused the system to snap in half, causing immediate loss of volume to the patient. The system was replaced. Additional information received 05-nov-2020 indicated, "endotracheal aspiration required in covid19 patient, by turning the double pivot elbow to align the suction tube with the intubation tube, the elbow broke in half." Apart from changing the closed system, no medical intervention was necessary.